Event description:
A caller reported a malfunction on the pump, identified by code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed the caller to reach out if the malfunction recurred. The caller understood the instructions, and the pump was deemed safe for continued use.